Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. The motor error alarm, motor position encoder error alarm could not be verified or the displacement test performed due to the alarms. The device also had a cracked case at display window corners, cracked battery tube threads and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm, a motor position encoder error alarm, and a motion sensor test failure alarm during basal. The blood glucose at the time of the incident was unknown. The customer stated that the device may have been exposed to a magnetic field since she went into the MRI room and then she was taken out of the room to remove the device before starting the test. The customer was unable to rewind. The device was returned for analysis.